Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al3631 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue occur with 2 patients or 3 patients? During each patient procedure, did 1 suture needle pull off and did 1 suture break while suturing the uterus? Will the device involved in the event be returned for evaluation? Note: breakage of suture reported via 2210968-2019-80868 and pull off suture needle.

Event description:
It was reported that the patient underwent c-section for non-favorable cervix on (B)(6) 2019 and suture was used. When suturing the fascia, the suture needle was disassembled. There were no adverse patient consequences reported.